Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily inspection before using it, the cardiosave intra-aortic balloon pump's (iabp) characters were garbled when it was started up.

Manufacturer narrative:
A getinge field service engineer turned on the equipment for daily inspection, the characters displayed on the screen are different. Fse visited the company, he noticed that when he repeatedly turned the equipment on and off several times, he found out that when the characters are displayed strangely, the operation becomes unstable when it is normal. In order to fix the issue fse replaced parts of the video generator board. When fse tested it again in the same way as above, it started to display normally. In addition, the display was displayed normally even during long-term operation for 7 days. After that, a checkup was carried out based on the inspection record sheet. Operation check results are good.

Event description:
It was reported that during daily inspection before using it, the cardiosave intra-aortic balloon pump's (iabp) characters were garbled when it was started up.no patient involved.